Event description:
The complaint was reported by a customer from USA. Leakage issue.

Manufacturer narrative:
Investigation type: eitan medical analyzed the information provided by the customer. Investigation findings: the complaint was not confirmed. No manufacturing or quality issues that could have caused or contributed to the customer's complaint were identified. Conclusion: the information provided by the customer indicates the leakage occurred as a result of a user poorly connecting a set to an extension set.

Event description:
This complaint was reported by a customer from the us. A leakage issue was reported. The customer stated there was no human harm nor medical intervention to prevent human harm occurred as a result of this event.